Event description:
It was reported a patient underwent total laparascopic hysterectomy on (B)(6)2023 and topical skin adhesive was used. Post op day 3, on (B)(6)2023, rash initially limited to abdomen, but began spreading to thighs and arms, by (B)(6)23 the patient had a whole body, pruritic rash described as "red bumps". Treated with medrol dose pack and benadryl cream. No product will be returned. On (B)(6)2023 -post-op visit - rash completely resolved at this time. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: office visits, and urgent care/ed visits: (B)(6) 2023 - office call. Prior surgery: unknown. Prior surgery with dermabond use?: unknown. Prior surgery with chloraprep use?: unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.